Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer loaded a cartridge with approximately 200 units. Subsequently, the fuel gauge remained static at 105 units. There was no impact to the customer's blood glucose level. Reportedly, the customer would continue use of the pump.